Event description:
It was reported that the device was used during a general surgical procedure for acute cholecystitis and biliary pancreatitis performed in 2000. In 2000, the pt was admitted with septicemia. A CT-guided aspiration was performed, and fluid was drawn from the gallbladder bed which grew clostridium perfrigens. A repeat surgical procedure was performed in 2000. An abcess of the gallbladder was noted which surrounded the surgical gauze. This also has grown clostridium. The original culture of the gallbladder fluid from the original surgery grew morganella. The pt remains hospitalized under the physician's care at this time.